Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer explained that the meter had missing pixels in the display that covered the results field and made interpreting results difficult. There were no known misinterpretation of results.

Manufacturer narrative:
The customer's meter was returned for investigation. Investigation of the returned meter revealed the display is pushed into the housing. Meter has a crack, located at the side and top of the display, due to extreme force. Crack in the display do not obscure area where patient results are displayed. Display defect was caused by customer mishandling. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.